Event description:
No additional information.

Manufacturer narrative:
Six mz5301 samples were received for investigation; three samples were filled with coagulated blood, one of which was received with opened packaging from lot 24039179. The remaining three samples were received in sealed packaging from lot 24039179. The customer reported that "the valve extension tube cannot be used to administer the infusion or take a sample. This is because the pump body or luer lock syringe does not fit. Blood leakage occurs around the valve instead of flowing into the sampling tube.". Functional testing was conducted on all returned samples using a 50ml bd plastipak syringe for priming and flushing. In the three used samples, flow occlusion was observed; however, due to the presence of coagulated blood, it was not possible to determine whether the occlusion was caused by a defect in the product or by the blood itself. As fluid flow could not be achieved, leakage testing could not be performed on these samples, however no leakage was observed from the maxzero connection to the bd plastipak syringe throughout testing, with the connections noted to be secure. Testing of the unused samples showed no signs of flow restriction or occlusion. Furthermore, pressure testing did not replicate leakage throughout testing; additionally, the connection between the maxzero valves and bd stock products remained secure throughout testing, with no connection issues nor inadvertent disconnections. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer¿s experience could not be determined. No obvious manufacturing defects were observed which may have contributed to the reported connection issues or leakage. A review of the production records for lot 24039179 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz5301 product.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector had connection issues. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2025, in pediatric hemodialysis, the extension set with valve was unable to administer the infusion or take a sample. The pump body or the luer lock syringe did not fit. Blood leaked around the valve instead of flowing into the collection tube. All devices from the same batch were quarantined, representing ... Units. This is a recurring incident. Current patient status: no clinical consequences for patients, but with a risk of infection, loss of time for caregivers, and difficulties interpreting cellcept blood concentrations because samples were not taken at exactly the right time. Actions taken in the healthcare facility for patient care: the valve is replaced. Additional information received from the customer: please confirm the number of products involved? 1. Please confirm how the fault was identified? It wouldn't fit. Please confirm if there has been any harm to the patient? Infectious risk to patient. Please confirm that an external leakage has been identified. "Blood is leaking around the valve instead of into the collection site." Please confirm that the problem was identified while the user was present and, in a position, to intervene. The problem was ongoing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.